Event description:
It was reported stimulation from the cervical leads changed after the patient suffered from multiple seizures. Reprogramming was unsuccessful. The patient had an x-ray and the physician was considering a revision.